Event description:
It was reported to that the device did not power on. It was specified that the device would not respond and no led would light up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the returned power supply assembly and confirmed no ac operation was possible. Physio determined that the cause of the reported failure was due to a shorted field effect transistor designator q6 and an opened fuse designator f1 both located on the eos power module, which prevented the 12-volt output and, as a result, no battery charge.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.